Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that the loss of prime occured with at least three different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed two loss of prime warning due to low non-zero force sensor readings. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.